Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate 3 lvas, serial number: (B)(6), confirmed twisting of the outflow graft under the bend relief which would have contributed to the low flow alarms confirmed through the submitted log files. (B)(6) was returned assembled with the pump cable severed approximately 2¿ from the pump header. Two additional portions were also returned: one middle portion measuring approximately 4" and a distal portion including the inline connector, measuring approximately 12.5". The remainder of the pump cable was not returned with the device. The modular cable was returned attached to the distal portion of the pump cable at the inline connector. The sealed outflow graft had been severed approximately 0.5¿ from its hardware and was returned attached to the pump cover outlet port. The sealed outflow graft bend relief had been severed adjacent to its hardware and was returned properly engaged to the graft hardware. The remainder of the bend relief material was returned partially covering a distal 5" segment of the sealed outflow graft material. The apical cuff was returned secured with the cuff lock fully engaged. Upon inspection, the distal end of the 0.5" graft segment and the proximal end of the distal 5" graft segment both revealed multiple folds which appeared consistent with twisting of the outflow graft. Tissue growth had filled in the folds and was observed surrounding the deformed areas within the space between the outflow graft and bend relief, suggesting that this deformation had been present for an undetermined period of time while (B)(6) was supporting the patient. The 5" segment of the outflow graft also revealed a fold that appeared consistent with twisting. Of note, the observed outflow graft twist was consistent with the outflow graft deformation confirmed through the submitted computed tomography (CT) image. Upon disassembly of the pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations which would have contributed to any flow issues during support. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The submitted and retrieved log files captured a decrease in average flow which resulted in low flow alarms from on (B)(6) 2023. Despite the alarms, the pump appeared to have operated as intended at the set speed throughout the captured data. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. Section 1 of the IFU lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses all pump parameters. Section 4 of the IFU explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 6 of the IFU cautions the user to avoid pulling on or moving the driveline. This IFU further emphasizes not to twist, kink, or sharply bend the driveline, which may cause damage to the wires inside, even if the external damage is not visible. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten. This section also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 7 of the IFU provides additional instruction regarding the driveline in a sub-section entitled "what not to do: driveline and cables." Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the pump was stopped on (B)(6) 2023 due to no flow. The patient was later transplanted on (B)(6) 2023.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete. Reporter phone number: (B)(6).

Event description:
It was reported that the patient presented to the hospital on (B)(6) 2023 with low flow alarms and dyspnea. An echocardiogram was performed and revealed that the left ventricle was not unloaded well despite the pump's speed having been increased. A computed tomography was also performed and showed there was a stenosis in the outflow graft. The pump's flow continued to decrease and the pump eventually stopped on (B)(6) 2023. The patient became listed high on the transplant list as urgent.